Manufacturer narrative:
The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The provided angiographic images show the dilatation of a balloon catheter and the positioning of the complaint device. The actual stent dislodgement is not visible in the angiographic material. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
Ous MDR - an orsiro drug-eluting stent system was chosen for treatment but failed to cross the severely calcified lesion in a tortuous vessel segment. At withdrawal it was observed that the stent was no longer on the stent balloon. No information about a performed pre-dilatation is available.